Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was not returned to fph for investigation. Our analysis is accordingly based on the information and photograph provided by the hospital, and our knowledge of the product. Results: the photograph showed that the peak inspiratory pressure (pip) valve's adjustment knob was broken. A lot check was not performed as lot information was not provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The hospital reported that the damage was found during the annual preventive maintenance check of the device. The subject neopuff unit was not returned to fph service center in the (B)(4) for repair.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the inspiratory pressure control dial of an rd900aeu neopuff infant resuscitator was found detached during the annual preventive maintenance check.